Manufacturer narrative:
Device labeling, available in print and online, states vac foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events. Based on information provided by the health care providers, it cannot be determined when the foreign body alleged to be v.a.c. Granufoam was inadvertently left in the wound. The foreign body was not returned to kci for identification, therefore, kci was unable to confirm identity of the foreign object. There was no product malfunction. This report is being filed due to user misuse.

Event description:
On (B)(6) 2010, the pt's mother reported that on (B)(6) 2010, v.a.c therapy was placed on a stage IV pressure ulcer on the pt's right buttocks. The pt had dressing changes with a home health agency and at the wound care center for doctor evaluation of wound. On (B)(6) 2010, a flap was scheduled to be placed surgically on the wound. In the operating room, the doctor discovered 5 pieces of foam, extensively debrided the wound, including removing all foam pieces. The physician did not perform the flap. The pt was then discharged home. On (B)(6) 2010, the pt had another surgical wound debridement. On (B)(6) 2010, the pt was kept in the hospital, and a flap placed surgically over the right buttocks wound. On (B)(6) 2010, the pt was discharged from the hospital and the pt was doing well, and healing. The home health nurse reports the wound was draining a little clear fluid, the pt has no fever, no redness and the wound looked good.